Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber broke; fiber cap detached. The case was completed using a second fiber. There was no injury reported.